Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be verified. The product was damaged. The optic was scratched. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/10/2010, 03/17/2010 and 03/23/2010 by phone, fax, and mail. A completed questionaire was received on 03/29/2010. (B) (4)

Event description:
Adverse event(s): "blurry distant vision" (blurred vision); "glare" (visual disturbances); "halos" (halo). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A purchasing agent reported that an intraocular lens (iol) was exchanged. In a f/u, the clinical tech reported that the pt experienced blurry distant vision, glare and halos. The pt was bilaterally implanted, but there were no problems with the fellow eye. Although the pt was not diagnosed with dry eyes, he was put on artificial tears because the pt stated that his vision would clear up when he blinked. The tech reported that the surgeon advised the pt to "give it more time". The pt continued to have blurry vision and the surgeon subsequently exchanged the iol for a different brand.